Event description:
It was reported that the asymptomatic patient presented in clinic, the device exhibited crosstalk between the leads. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.